Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing a patient with 100 ml insulin which started at 9pm at 10ml/hr and at 4am the insulin bag was full. It was noted that nothing was infusing and there was no alarm. The pump was swapped out to complete the infusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.